Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, the customer performed transducer tests and found exhl diff. Tests failed. Also carried out transducer calibration and found that the exhalation diff failed at 0cmh2o. According to the customer, the main pcb board needs to be replaced.

Event description:
It was reported to vyaire medical that the vela ventilator is giving intermediately post digital to analog converter (dac) or analog to digital converter (adc) error, motor fault alarm. The customer confirmed that there was no patient involvement associated with the reported event.